Event description:
Boston scientific received information that this competitor device and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurement of 132 ohms. On review, the pacing lead impedance (pli) was found to be 437 ohms. Boston scientific technical services (ts) suggested testing the integrity of the system. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.